Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, when inserting a PICC on a patient, unable to advance guidewire, procedure abandoned, but then unable to withdraw guidewire from vein. Small incision required to remove guidewire. On removal knot visible in tip of nitinol guidewire from sherlock kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knot in the guidewire is confirmed and was determined to be use-related. One 0.018 nitinol guidewire was returned for evaluation. An initial visual observation revealed blood residues throughout the returned guidewire. A knot was observed at the distal end of the guidewire. The distal end of the guidewire at the coiled region appeared to curl, likely indicated resistance during guidewire insertion/advancement. A microscopic observation of the returned guidewire revealed no disjointed coils along the coil wire. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.